Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 150 ohms. Technical services recommended to troubleshoot by getting a vector breakdown. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information as received that indicated this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 150 ohms. Technical services recommended to troubleshoot by getting a vector breakdown. At this time, the rv lead remains in service. No adverse patient effects were reported.